Manufacturer narrative:
No product was returned however the pumps operators manual operating the pump section states a dose amount has to be programmed, the pump has to be running and the dose key must be pressed (see user manual section to start a dose). There is no evidence that the pump failed to meet specifications. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the patient arrived with approximately 100 ml of the initial 500 ml of medication left in the bag. The pump said there was 0 volume. Facility checked the settings and they were correct, there was no overfill by the pharmacy and the history did not reflect any stopping and restarting of the pump. No patient injury reported.